Event description:
During obstetrician (ob) trans-vaginal suture procedure, while deploying a suture with a suture capture device, the 2mm capture needle separated from the suture and could not be retrieved. The surgeon proceeded with the remainder of the case and attempted to locate the needle. The needle was imaged and located after the case. The surgeon allowed the device to remain in the patient and the patient was notified of the retained object. The needle is 2mm in length and approximately 0.5mm in diameter and was part of a suture used with the suturing capture device.====================== manufacturer response for suture capture device, capio slim (per site reporter).====================== will return to manufacturer.====================== manufacturer response for suture with capture needle, gore-tex suture (per site reporter).====================== follow up pending.